Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant the right atrial lead had out of range sensing values and they were different when connected to the device and analyzer. The lead was repositioned during the procedure to get improved sensing values and a few days after the implant the values were acceptable. The lead remains in use. No patient complications have been reported as a result of this event.